Event description:
The facility reports while raising the patient from the recliner, the hanger bar detached from the mast, causing the patient to fall back into the chair with the hanger bar resting on her lap. No injuries were reported.